Event description:
Caller reported a cgm error, specifically error 42, with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions, and after the reset, the cgm error did not reappear. The caller successfully restarted their sensor session.